Event description:
Healthcare professional additionally reported "300cc seroma". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, red particles in the surface of the shell and the weight to the specification. Cloudiness was observed after the autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and "exchange from textured to smooth due to concern with the product".

Event description:
Healthcare professional reported left side "fluid buildup" and an "exchange from textured to smooth due to concern with the product." The device remains implanted.